Event description:
It was reported that when the patient presented for follow-up noise issues were noted. During the extraction procedure the lead was found to be bent and fractured at the connector. The lead was capped and replaced. The patient was in good condition following the procedure.